Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was functioning normally upon arrival. The field service engineer (fse) found auxiliary 3.1 with a disconnected magnet strip that caused the drawer to jam open. The drawer was replaced and the pockets were relocated, resolving the issue. The system functioned as intended after the field service engineer (fse) repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was broken and could not be closed. The keyboard was also broken, and nurses were unable to log in to retrieve medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.